Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the mesher and the cutter were not aligned. On (B)(6) 2016, it was clarified that the issue occurred during surgery and there was an extension of 5 minutes. There was no harm or injury to the patient or operator and the surgery was completed with an alternate device. There was no impact or damage to the graft harvest and there was no medical intervention or additional surgical procedures required. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on july 6, 2016 revealed minor nicks and scratches to the ratchet handle and head. The ratchet gear had a difficult time turning. The latching pins engage as intended. The comb was slightly bent on the right hand side. There was slight wear and minor nicks to the roller gear. The end of the roller extension was deformed. The test mesh failed using the customer's 1.5:1 cutter. The cutter showed wear throughout and several blades were jagged/nicked up. The test mesh passed using the qa test cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2016 which included replacement of the damaged side plates, bushings, comb, roller, gear, serial plate, cross member, carrier guide and damaged ratchet gear. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was confirmed since during initial inspection the ratchet gear was not turning, the comb was bent on the right side, the roller extension was deformed and the 1.5:1 cutter produced an incomplete cut on the test mesh. The root cause of the mesher and cutter not being aligned was due to numerous damaged components since the device has never been sent in for repair or preventative maintenance . The issue was resolved with the replaced he damaged side plates, bushings, comb, roller, gear, serial plate, cross member, carrier guide and damaged ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery the mesher and cutter were not aligned. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.